Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the cgm was displaying 60 mg/dl. The pediatric patient was reportedly having symptoms of hyperglycemia and had a headache. Their bg was 422 mg/dl. The patient's mother brought the patient to the emergency room. At the hospital, the cgm was displaying 40 mg/dl (low) while the patient's bg rose to 498 mg/dl. The patient was diagnosed with milk diabetic ketoacidosis. The patient was treated with insulin and sodium. The patient was in the ER for 24 hours. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information was received on 8/17/2023. It was reported that sensor failure after warm up occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported by the parent that the pediatric patient experienced failed sensor after warm up which occurred 4 days after the sensor had been inserted in the arm. The continuous glucose monitor was reading 60 mg/dl and the blood glucose was not checked. No patient symptoms were documented. The parent gave the patient juice and the reading continued dropping before the sensor failed. An unspecified time after sensor failure, the blood glucose was measured by the parent which was reading 392 mg/dl. There was no documentation of treatment for hyperglycemia. Sometime later, the blood glucose by the parent was measured again showing 422 mg/dl. At some point, the patient experienced headache and dizziness. The patient was transported to the hospital and admitted for 1 day. In the hospital, the blood glucose was measured showing 492 mg/dl. The patient was treated with IV normal saline and 4 units IV insulin. There was no documentation of further medical intervention. At the time of the report, the patient was stable. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided. Data was investigated further. Data investigation could not confirm sensor failure after warm-up. The probable cause could not be determined post investigation as the allegation was not found. However, it was noted in the data that low, urgent low soon, and urgent low alerts played alert audio through an external bluetooth device, signal loss under and hour and temporary sensor error under an hour played alert audio through mobile device and were acknowledged, then the session was manually stopped. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).